Event description:
A malfunction was reported with the pump, which displayed a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer in attempting a reset, although the customer was unable to complete the reset on their own and planned to call back for further assistance.